Event description:
According to the reporter: the device did not fire properly and the staples fell in the abdomen. Unanticipated tissue and blood loss resulted due to the stapler not working properly. The stapler was replaced, and the case was completed. Procedure: anterior resection.